Event description:
Surgery was scheduled because the pt's spacing threshold had changed and the pacing lead impedance had dropped. During surgery it was found that the device had fluid in the header due to no cap screws or set screws. The device was explanted.